Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) and fluoroscopy imaging. A watchman fxd curve access system (was) was inserted and positioned at the laa. A 40mm watchman flx pro closure device and delivery system (wds) was advanced and deployed yet it popped out of the laa therefore it was recaptured. When the recapture occurred, both the was and the wds were kinked approximately 1-2 inches back from the distal end. The physician tried to better align the was to fix the kink in the sheath. After multiple attempts to correct the kink, the wds was fully recaptured and both the was and wds were replaced. Pericardial effusion was ruled out. The new 40mm wds was inserted in the new was, and the closure device was implanted. The procedure was concluded and there were no patient complications reported. In the physician's opinion, the kink in the was led to the kink in the wds.

Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by a bsc quality engineer. Five videos and a photo were reviewed. The media depicts the watchman delivery system, and the watchman access system kinked confirming the reported event. H6: code added: analysis of data provided by user/third party. H6 component code updated from part/component/sub-assembly term not applicable to cover. H6 evaluation result code updated from no device problem found to deformation problem. H6 evaluation conclusion code updated from cmc-no problem detected to adverse event related to procedure.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) and fluoroscopy imaging. A watchman fxd curve access system (was) was inserted and positioned at the laa. A 40mm watchman flx pro closure device and delivery system (wds) was advanced and deployed yet it popped out of the laa therefore it was recaptured. When the recapture occurred, both the was and the wds were kinked approximately 1-2 inches back from the distal end. The physician tried to better align the was to fix the kink in the sheath. After multiple attempts to correct the kink, the wds was fully recaptured and both the was and wds were replaced. Pericardial effusion was ruled out. The new 40mm wds was inserted in the new was, and the closure device was implanted. The procedure was concluded and there were no patient complications reported. In the physician's opinion, the kink in the was led to the kink in the wds.